Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display and other concerns. Mother/ (B)(6) is calling on behalf of the customer. The expected fasting blood glucose test result range is 80-100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was refused by the customer. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:180mg/dl date: (B)(6) 2018, time:1:24pm fasting. Result 2:98mg/dl date: (B)(6) 2018, time:10:53am fasting. Result 3:43mg/dl date: (B)(6) /2018, time:9:04am fasting. Result 4:56mg/dl date: (B)(6) 2018, time:1:13pm fasting. Result 5:92mg/dl date: (B)(6) 2018, time:1:27pm fasting result 6: hi date: (B)(6) 2018, time:12:01am fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display and other concerns. Mother/ (B)(6) is calling on behalf of the customer. The expected fasting blood glucose test result range is 80-100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was refused by the customer. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:180mg/dl, date:(B)(6) 2018, time:1:24pm fasting. Result 2:98mg/dl, date:(B)(6) 2018, time:10:53am fasting. Result 3:43mg/dl, date:(B)(6) 2018, time:9:04am fasting. Result 4:56mg/dl, date:(B)(6) 2018, time:1:13pm fasting. Result 5:92mg/dl, date:(B)(6) 2018 time:1:27pm fasting. Result 6: hi, date:(B)(6) 2018, time:12:01am fasting.